Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete. Device #2 starclose se, part# 14679-01, lot# unk. This device is indicated and is being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the perclose proglide and starclose se device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, the link detached from the distal end of the anterior cuff. The device was removed over a guide wire and a starclose se device was attempted. After clip deployment, bleeding continued. When the device was removed, the clip was found deployed on the distal end of the device. Manual compression was applied for 20 minutes and a non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.